Manufacturer narrative:
(B)(4) lens inserted upside down. (B)(4).

Event description:
It was reported that the surgeon was using the navijet injection system for the first time and inserted the micl12.6 implantable collamer lens upside down. The lens was removed without any pt injury and the surgeon decided to use a shorter lens. This is one of two icl's the surgeon attempted to implant in this pt (see MFR report #2023826-2010-00769). The rptr stated the incident was due to a surgeon's error.